Manufacturer narrative:
Additional information received on 30-nov-2022 via email and attached to complaint object. There was no patient event with this unit. When they turned it on before using it with a patient, it had the error stating to enter biomed code. The pump was tested multiple times, and the reason for the error was not ascertained. Error occurs every few weeks/months with no other errors or issues. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had multiple errors. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom tamper seal was broken, and the plunger seal was intact upon receipt. A non-original equipment manufacturer battery was identified, and the barrel clamp head was cracked. An error code was found in the event history log (ehl). After a power up process, audio and occlusion tests were performed, the customer reported issue of primary audible alarm could not be duplicated. No problem was found, and the adc counts were within specification. The root cause of the reported issue is unknown as no fault was found. No repair was needed for the reported problem since no fault was found. Performed a power up process, audio test, preventive maintenance and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.